Event description:
Pt treated with a scratched cornea who bought contact lenses from a beauty supply retail store. Rptr informed by another health professional that a second beauty supply was selling contact lenses in which they had inserted red dye. They sell two shades of red contact lenses. The state is not going to take action for the beauty supply stores selling the lens without a prescription.